Manufacturer narrative:
The sample was discarded and is unavailable to be returned for analysis. No further measures will be taken relative to this incident. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line.

Event description:
The int'l affiliate reported a disconnection of the transfer set during pt use. No pt injury or medical intervention was reported.